Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine one (1) year follow up examination, transesophageal echocardiography (tee) revealed a thrombus on the closure device. The patient stated that they have been compliant with their 81mg asa (aspirin) medication regime. The patient was placed on anticoagulation (eliquis) medication and continuing 81mg asa. Imaging will be repeated in six (6) months.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine one (1) year follow up examination, transesophageal echocardiography (tee) revealed a thrombus on the closure device. The patient stated that they have been compliant with their 81mg asa (aspirin) medication regime. The patient was placed on anticoagulation (eliquis) medication and continuing 81mg asa. Imaging will be repeated in six (6) months.